Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alerted the battery was low and it went dead. Customer's blood glucose was unknown. Customer also mentioned the insulin pump had alarmed unexpected restart and external ram crc error. Troubleshooting was performed for the alarms, self-test was performed and it passed. The customer was advised to monitor the device and call back if issue persisted. The device is not returning.